Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an emergency department visit, the staff was not able to see pacing on telemetry from the cardiac resynchronization therapy pacemaker (crt-p). A remote transmission was sent and reviewed. No device pacing problems were noted. The device remains in use. No patient complications have been reported as a result of this event.